Event description:
Caller reported a cgm error and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, resolving the issue, and the caller successfully restarted their sensor session without further errors.